Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient had a left total knee arthroplasty to address osteoarthritis. Depuy components, including depuy patella, and depuy cement x2 were used during this procedure. On (B)(6) 2021, the patient was revised to address aseptic loosening of the tibial component. The tibial tray had debonded from the cement. The femoral component was noted to be well fixed but was revised. The patella remained in-situ. Competitor components were used during this procedure along with competitor cement. Doi: (B)(6) 2017, dor: (B)(6) 2021 (left knee).